Event description:
On (B)(6)2022 a customer bought a wp-660ec on (B)(6)2019 and it was suddenly "exploded" this morning and left black markings on the counter (please see attached photos). The product failed to work. No injury caused. The good news is that the customer requested to get a new unit and the distributor gave her a new unit. The customer is not willing to send back the product because she worried no after service was provided since the product just passed the warranty time.